Event description:
Initial reporter indicated that she was in a dosing appointment with a pt that was implanted in (B) (6)2009. The reporter was able to initially interrogate the pt's generator, but kept getting error messages and was unable to establish communication. The handheld computer was not plugged into the wall when using. When checking the wand battery, the green power light did not come on when she pressed and released the reset buttons. It is suspected the 9v battery needed to be changed in the wand. No further info has been received from the site after good faith attempts have been made.